Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of a damaged cable however, the cable was replaced as a preventive and the label was replaced as well as an associated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a patient check the radiofrequency programmer head's cable was suspected to be damaged. The programmer head was replaced. The programmer head was returned for service. No patient complications have been reported as a result of this event.